Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. The suspect test strip cartridge was returned to the manufacturer; however, it was empty and, as such, no additional testing could be performed.

Event description:
Customer reportedly received the following results on the mobile system within 10 minutes: 1) 336 mg/dl and 106 mg/dl 2) 236 mg/dl and 113 mg/dl the comparisons were performed on different dates. No actions taken based on device results. No adverse event reported. Requested return of suspect device.